Event description:
Customer reported that the 18g needle draw from multidose vial suspected leaving fragments of rubber from lid in vial. I have retained vial with floating fragment. Needle used: a sol-m 18g 2023/05 4149 rev 11 ce (B)(4). Ref (B)(4). Lot 02307025. Other dates written 2023-08 and 2028-07-20 xylocaine 2% multidose vial with epi 1:200,000 20 ml vial xa254746 (printed on aluminium cap) lot 9954746 exp 08/2026 din (B)(4) printed on label.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.